Manufacturer narrative:
Additional devices included on this report are as follows: item #plc181000j /lot #21726915 /UDI # (B)(4) which is captured in manufacturer report #3013164176-2020-00089. Attempts were made to obtain the device lot number, and the lot number was unable to be obtained. No device history record review was able to be completed. According to the gore® dryseal flex introducer sheath instructions for use (IFU), the gore® dryseal flex introducer sheath is intended to be inserted in the vasculature to provide a conduit for the insertion of endovascular devices. Potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma such as dissection.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm and right common iliac artery aneurysm using gore® excluder® aaa endoprostheses, and a gore® dryseal flex introducer sheath as an accessory in the procedure. The gore® excluder® aaa contralateral leg component was deployed on the patient's left side. It was reported that the contralateral leg component was not pushed far enough proximally during deployment. Reportedly the device slightly covered the patient's left internal iliac artery. The physician attempted to push the implanted device proximally by using the balloon and the gore® dryseal flex introducer sheath. The attempt was successful, and the patient's left internal iliac artery was rescued with no reported blood flow issues. However, localized dissection occurred in the patient's left external iliac artery. The physician commented that the localized dissection was caused by the 16fr. Introducer sheath manipulation. A luminexx baremetal stent was implanted to treat the dissection. The patient tolerated the procedure.